Event description:
It has been reported that a revision surgery was performed, due to unknown reasons. Total left knee implanted in 2008, upon revision, it was noted that the explanted tibia and femoral components were for the right knee. This is considered to be a surgeon error. No additional information is available.

Manufacturer narrative:
Na